Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted if additional information becomes available.

Event description:
The surgeon complained about the anterior chamfer cut being inaccurate (see photo attached). We used the planar probe and tried to redo the cuts with the mako but it didn't solve the problem. At first it was only with one surgeon, the other were just complaining about the trial which didn't set properly on the cuts, but now all surgeons are complaining about this gap between the anterior chamfer and the implant. The robot as been checked by an fse and we also tried to do mako park during surgeries, but it didn't change anything. Delay around 10 min to use planar probe, redo the cuts and cement the implant. Case type: tka 2.0.

Manufacturer narrative:
An event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results: -product evaluation and results: a request for a field service engineer inspection was not made and the robot was not inspected. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. Additionally, a complaint history review provides no indication of any inherent software/ hardware issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.